Manufacturer narrative:
Device disposition not presently known.

Event description:
On (B)(6) 2018, a solo smart size 23 was implanted and explanted. No other information was provided.

Manufacturer narrative:
Based on the information provided, there was no problem with the device. The event is attributable to mis-sizing and user error, and no further investigation is warranted.

Event description:
A solo smart size 23 was implanted and explanted intra-operatively on (B)(6) 2018. It was reported that there was no problem with the valve, and that the event was attributable to mis-sizing. No other information was provided.